Manufacturer narrative:
Device evaluation summary: the reported issue of not transfusing the blood was not verified during service. Service technician was unable to duplicate the reported issue. Service technician ran the device as the customer would and found the device to be functioning as expected. Service technician completed a full diagnostic check and all tests passed. Post repair tests were completed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog instrument, it was reported that it would not transfuse the blood. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the reported issue did not lead to additional loss of blood. The patient was already actively bleeding. The device would not process the blood

Manufacturer narrative:
Medtronic received additional information that the issue, where the blood would not process, was due to a clogging alarm. The problem occurred with both instruments, and the patient was bleeding due to a fatty liver. No leaks were observed in the used instrument or disposables. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.